Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After reconnecting the internal communication cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that controls on their device are unresponsive after powering on. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.